Event description:
It was reported that this 72 y/o female patient had repeatedly dislocated right shoulder. Patient was revised approximately 5 years post op initial reverse total shoulder arthroplasty. The patient was revised to 320-02-38 expanded glenosphere +4 offset and 38mm humeral constrained liner +0. There were no reported issues during the revision procedure. The patient was last known to be in stable condition following the event. Devices will not be returned; hospital policy. No additional information.

Manufacturer narrative:
Device evaluated by MFR: based on review of all available information, there is no evidence to suggest that the reported event is related to any design or manufacturing issues. The cause of the shoulder dislocation and revision cannot be conclusively determined; however, it is most likely related to the patient¿s underlying condition as associated with the interaction between the implanted device and the patient due to patient illness, unique anatomy, or other condition that impacts the performance of the device. Concomitant medical products: 300-01-11 - equinoxe, humeral stem primary, press fit 11mm, (B)(4). 320-10-00 - equinoxe reverse tray adapter plate tray +0, (B)(4). 320-15-01 - eq rev glenoid plate (B)(4). 320-15-05 - eq rev locking screw (B)(4). 320-20-00 - eq reverse torque defining screw kit, (B)(4). 320-20-22 - eq rev compress screw lck cap kit, 4.5 x 22mm, (B)(4). 320-20-26 - eq rev compress screw lck cap kit, 4.5 x 26mm, (B)(4). 320-20-30 - eq rev compress screw lck cap kit, 4.5 x 30mm, (B)(4), (B)(4). 320-36-00 - 36mm humeral liner +0 unconstrained, (B)(4). 321-20-00 - equinoxe reverse shoulder drill kit, (B)(4). Tpa-18 - cement restrictor small (B)(4).